Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Clinical study.

Event description:
According to the available information, though not verified, abstract article - total of 119 women in the study implanted with restorelle. The following adverse events were noted: bladder injury (n=2), bowel injury (n=1), ureteric injury (n=1), urinary tract infection (n=1).